Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated she had run out of insulin overnight or had gotten very low on insulin and her blood glucose was 404mg/dl. Customer declined high blood glucose troubleshooting. Since putting on the new site, customer got a no delivery during bolus. She was trying to give 8.1 and got 1.85. Customer disconnected from her site and ran a 5u fill cannula and insulin exited without alarming.